Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a charge/shock error. The customer advised that the device passes the 150 joules shock test but fails to shock at 200 joules. Furthermore, no output is recorded while all other joules register normally. There was no reported patient or user involvement and no adverse patient/user impact.